Event description:
It was reported that when atrial pacing, the external pulse generator would ventricular pace with aai. The generator was returned for service. No patient complications or involvement were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and battery drawer are broken. Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery release and lead flex cover are contaminated. Two side bail covers and two side bails are missing. Battery contacts are compressed. Keyboard pad has a cosmetic issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases and battery drawer are broken. Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery release and lead flex cover are contaminated. Two side bail covers and two side bails are missing. Battery contacts are compressed. Keyboard pad has a cosmetic issue.